Event description:
Information was received indicating that a smiths medical cadd administration set could only be primed about 4ml. It was also reported that, alarm was set off on the pump. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.